Event description:
It was reported that the handpiece and attachment began overheating, during testing of the equipment prior to the start of a surgical procedure. There was no reported patient or user injury.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was excess corrosion and debris within the attachment. Debris build-up can cause the attachment to begin corroding, which may lead to the device no longer working properly.